Manufacturer narrative:
The reported event of "restricted leaflet motion and elevated gradients" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6), a 23 mm trifecta valve was implanted. A follow-up echo performed on (B)(6) showed restricted leaflet motion and elevated gradients. On (B)(6), the valve was explanted and replaced with a 23 mm trifecta gt valve. The patient is reported to be recovering.